Event description:
A customer contacted baxter's technical service center to report feeling bloated while on the homechoice (hc) machine during fill 4 of 6. The home patient (hp) stated she fell asleep, woke up and felt really full/bloated. The technical service representative (tsr) had the home patient (hp) bypass to dwell 2 of 6. The tsr then explained the hc added cycles due to bypassing and had the hp do a manual drain. The drain volume was 5853mls. The hp's fill volume (fv) is 2500mls. This drain and fill volume meet increased intra peritoneal volume criteria. The hp stated she felt better after draining. The tsr assisted the hp to end therapy. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported large drain volume and patient symptoms. The nurse stated she was made aware of the situation, but did not know what may have caused it. She stated there were no bypasses done and there was no programming issues. The nurse stated the hp's fluids were clear indicating there was no patient injury. No medical intervention was associated with this event. The nurse stated the hp is doing well on therapy.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery.